Event description:
It was reported by the customer that during use, the cs100 intra aortic balloon pump (iabp) displayed an iab circuit gas leak alarm. Patient involvement was reported, however no patient harm or injury occurred.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) evaluated the unit onsite and identified that the safety disk component was loose. The safety disk component was replaced, resolving the issue. Following repair, the device underwent regulator and sensor calibration, as well as functional and safety testing, all of which passed per manufacturer specifications. The unit was returned to the customer for clinical use.